Event description:
(B)(6). It was reported that a hematoma occurred. A left atrial appendage closure procedure was performed using a 27mm watchman delivery system and a watchman access system. The 27mm device was successfully deployed and released. Three weeks post procedure the patient was admitted via the ER for a large hematoma of the right thigh. Ultimately, five units of blood/plasma were transfused. Twenty days later the event was considered recovered/resolved and two days later the patient was discharged.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).